Event description:
Reportable based on device analysis completed on 13-sep-2018. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in a tortuous coronary artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed the hypotube is separated 99cm from the hub. The separated ends of the hypotube appears to be oval indicating it was kinked prior to separation. The balloon was loosely folded and there is a kink in the shaft 96cm from the hub. Inspection of the remainder of the device presented no other damage or irregularities.